Event description:
A laboratory employee was injured when the adjustable front panel door on the instrument fell from an open position. The operator sustained a fracture to elbow and required medical attention at an urgent care facility. The laboratory reported that the front panel was falling very easily from an open position and had fallen several times before on employee's shoulders and head; however, there had been no injuries. This was the first report to tecan of the problem.